Manufacturer narrative:
With regard to this event an eva surgical system was inspected on location and log files were provided for investigation. Inspection of the eva surgical system did not reveal any anomalies regarding the reported event. Testing of the eva surgical system could not reproduce the reported event. Also the laser module was found to be in good condition and working within specifications. Review of log files revealed error messages indicating that the emergency stop button was activated during priming of the eva surgical system. The emergency laser stop button's purpose is to deactivate the laser function of the eva surgical system in case of an emergency, therefore it is impossible to activate the laser while this button is activated. In this situation, when the emergency laser stop button is activated during priming and deactivated during a procedure in order to activate the laser function, the eva surgical system will not recognize the laser module and show the reported red screen. The red screen indicates that the laser module is not available. In this situation the system will require a reboot to be able activate the laser. Based on the investigation results, it was determined that this event occurred due to an unintended use error. Please note that instructions regarding the emergency laser stop button, are included in eva instruction manual section "8.14.4. Emergency laser stop button". The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We were informed that during procedure, in the laser step, the laser could not be activated and the laser went to pause mode. No error message was displayed. The laser was restarted several times but without success. It was decided to abort the procedure due to this event.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during procedure, in the laser step, the laser could not be activated and the laser went to pause mode. No error message was displayed. The laser was restarted several times but without success. It was decided to abort the procedure due to this event.